Manufacturer narrative:
Insulin pump received with unresponsive buttons due to corroded keypad traces. Unable to verify battery out limit or unexpected alarms due to button anomaly. No frozen screen or numbers ramping on their own observed during analysis. Cracks to the reservoir tube lip and belt clip slot also noted.

Event description:
Customer reported the insulin pump had a battery out limit alarm and unresponsive button/keypad. Customer stated that the insulin pump is under-delivering insulin. The blood glucose reading was 365 mg/dl. Customer treated with manual injections. Customer stated the insulin pump would not accept input and its keypad scrolled without input from the user. She also reported that the pump was without battery for 2 hours. Customer attempted to replace several batteries as well as battery brands, but none seemed to be working. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.